Manufacturer narrative:
Received one device. Visual inspection found no damage related to customer concern. The device was found to have travel course error, due to a worn-out clutch parts. After installing and replacing the parts, the pump passed all the testing and is fully operational. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had physical damage to the plunger head. Travel coarse error 251010-003511. The event occurred during testing. No patient involvement.